Event description:
In july, 1996, following an unsuccessful ablation of right lateral accesory pathway, a burn (approx. 4 cm) was observed on the pt's head where the head contacts the pillow. In dec., 1996, the same pt underwent a second un-successful ablation procedure at a second facility, using a different generator. Following this procedure, a burn was observed on the pt's head where the head contacts the pillow. In both instances, there was no equipment malfunction observed, and topical corticotherapy cream was applied to the burn sites. Both generators have been used since these events without incident.